Event description:
The customer reported a speaker malfunction inop error message. No sound was coming from the device. The device was not in use on a patient at the time of the event.

Manufacturer narrative:
Reporting institution phone #: na. Reporter phone #: (B)(6). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported a speaker malfunction inop error message. No sound was coming from the device. The device was not in use on a patient at the time of the event. No adverse event involving a patient or user was reported. A philips field service engineer (fse) went onsite to evaluate the devices in question. The fse measured the speaker and found the speaker output wasn't normal. Results of functional testing confirmed the alleged malfunction, the device does not sound and it gives an alarm about speaker error. The customer was provided with a replacement speaker to resolve the issue. After parts replacement the device was operating per specifications and no additional failure was identified.